Event description:
It was reported that a patient underwent an obturator sling procedure on an undisclosed date to treat stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent a mesh excision, repair of bladder defect, and implantation of cook medical biodesign tvt sling on (B)(6) 2013, due to dyspareunia, sui, chronic pelvic pain and pain symptoms from previous implant. On (B)(6) 2014, the patient underwent an interstim permanent implantation of lead and sacral nerve stimulator with electronic analysis and complex programming due to urinary urgency/frequency, urinary incontinence, urinary urgency/frequency, urinary incontinence, greater than 50% improvement noted on interstim pne trial and failed medical therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that the patient underwent a cystoscopy and excision of vaginal wall scar tissue due to dyspareunia that indicated no evidence of mesh erosion on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/06/2016.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced nocturia and urinary retention.

Event description:
Details: it has been reported that following insertion the patient experienced nocturia and urinary retention.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure on (B)(6) 2008 to treat urinary incontinence and an obturator sling was implanted. It was reported that post implantation, patient experienced pain, erosion, extrusion, infection, vaginal scarring and dyspareunia and urinary problems, patient underwent mesh excision on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.